Event description:
Patient #1. Two hours into the treatment, the pt complained of cramping and blood pressure was noted to be low. Oxygen was administered and the patient placed in the trendelenburg position. The pt had continued complaints of cramping throughout the treatment. The pt was released from the clinic but later instructed by clinic staf, after continued complaints, to go to the ER. The pt was not hospitalized.